Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hairline on the back bottom of the insulin pump, had to change batteries in less than 7 days, had rejected new batteries, priming took longer to completed and motor was louder, had unexplained no delivery alarm more than twice, graph button had to be pressed harder or multiple times to work and transmitter was taking over hour to charge and only lasted 5 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.